Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's level at the time of incident was 500mg/dl. The customer is currently hospitalized and they are requesting pump training at the hospital. No further assistance provided at this time.